Manufacturer narrative:
The two involved cc1p1 licox probes were received without their protecting sheath: probe sn (B)(4). Visual inspection did not detected any anomaly. Each probe was placed in water and connected to a monitor: temperature was recorded at time of connection, then after 20 minutes, then after disconnection and reconnection. Both probes were tested using the same monitor. Temperatures results showed differences between probes of 0 to 0.2 degrees celsius. The device history records of ref (B)(4), lot 208369 with sn (B)(4) and ref (B)(4), lot 212074 with sn (B)(4), were reviewed and did not reveal any anomaly. Batch 208369 was manufactured in may 2018; batch 212074 was manufactured in january 2019. (B)(4) is a kit including ref (B)(4) probe and vk5.2 introducer. (B)(4) is a kit including ref (B)(4) probe and (B)(4) introducer. The complaint is not verified, both probes displayed the same temperature (probe temperature accuracy is +/-0.2 degrees celsius as stated in the (B)(4) probe instructions for use). The exact root cause of the complaint stating both probes differed of 1 degree celsius could not be determined by the investigation; the fact that they were connected to different monitors may explain this difference. Device identifier (B)(4). Device identifier (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the patient was implanted with two (2) cc1.p1 - pmo combined probe containing both oxygen and temperature samples, one for each hemisphere. In addition, the intracranial pressure (icp) was measured with a raumedic probe. Temperature measurement showed the same reading for a cc1.p1 probe and the raumedic probe. In the second cc1.p1 probe (in other hemisphere), the temperature deviated by about 1 degree celsius. The patient was not affected. The measured values of both the oxygen value and the temperature were used for patient monitoring. The corresponding calibration card of the respective probe was used. There was no patient injury reported. The event did not lead to a significant increase in surgery time.